Manufacturer narrative:
It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the threshold measurement was appropriate, but the impedance measurements were high and out of range on the right atrial (ra) lead. It was concluded the ra lead had caused a perforation. As a result, this lead was explanted. No additional adverse patient effects were reported.